Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not get cold in arctic sun device. Per follow up information received via mail on 14mar2024, it was reported that the repairs will be performed at the customer's site. The symptom of the water not being cold was confirmed. Since t4 was normal, it was confirmed to be a mixing pump assembly problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not get cold in arctic sun device. Per follow up information received via mail on 14mar2024, it was reported that the repairs will be performed at the customer's site. The symptom of the water not being cold was confirmed. Since t4 was normal, it was confirmed to be a mixing pump assembly problem.